Event description:
On 9/16/98 oec's field svc engineer was performing a routine periodic maintenance inspection. It was reported to co at that time that an injury had occurred to a nurse (three months prior) during a procedure while using an oec model 2500 uroview table. During a procedure the dr accidentally lowered the table on the legs of a nurse. The nurse had previously had knee replacement surgery. The extend of her injury is not known, she took 10 days off of work. On jully 5, 1998 she was hospitalized for complications with her knee. The fse tested/inspected and found no problems with the operation of the table. The uroview 2500 operator manual contains warning instructions about keeping proper clearances from the table during movements to avoid possible injury. Oec attributes this incident to operator error.